Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. There were multiple abnormal aspirations and abnormal probe-sucking alarms noted on the date of the event near the time sample was processed.

Manufacturer narrative:
The field service engineer found there was a dirty sample probe and a misaligned reagent probe. He cleaned the sample probe and adjusted the reagent probe. He ran precision testing which passed and the customer ran calibration and qc which passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable urine total protein result from the cobas 6000 c 501 module. The initial result was 42 mg/dl and the repeat result on (B)(6) 2022 was 4.9 mg/dl. The questionable result was reported outside of the laboratory. The repeat result was believed correct as it matched the electrophoresis results. The reagent lot number was 599448. The expiration date was requested but was not provided.